Event description:
Customer reported that the insulin pump alarmed several times motor error and button error. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 145 mg/dl. Nothing further reported.